Event description:
Received 4 free home covid tests. Expiration date on boxes is 01/31/2023. I am reporting this because you should not be paying for tests that expire in 2 weeks. Yes, I just read on your site that maybe the shelf life is extended. But these tests may not be accurate since they were prepared a year ago. As a scientist I will know if the positive control works. But anyway, it makes me mad that companies are sending us tests that may not work when we need them. In my opinion, they should work for at least 6 months.